Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt reports that they no longer feel magnet mode stimulation and that they had experienced an increased number of auras over the past couple of weeks. The pt also mentioned that the generator appears to have 'slipped down a little in their chest". The pt denies any recent injury or trauma that may have damaged the ncp system. Review of x-rays revealed the presence of a gross fracture in both lead coils, just below the third rib. Both the positive and negative lead coils were broken. The pt underwent revision surgery, during which both the lead and generator were replaced.